Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported there were only 8 each instead of 10 in the package.

Manufacturer narrative:
Evaluation summary a device history record (DHR) review was completed for the lot reported by the customer showing no manufacturing related issues related to the complaint issued for this lot. Two bundled samples were received and reviewed. After visual examination and counting, it was unconfirmed that there was any shortage of sponges per bundle. Each bundle should only include 10 sponges and both bunches had 10 sponges. The reported condition is unconfirmed. Trending had been done to previous product family complaints and found that a corrective and preventative action (CAPA) was required. The lot number provided in this complaint is within the scope of the corrective action plan. Formal investigation is in the effectiveness stage. A quality alert was issued to address the customer complaint and notification for miscounts went out to the operators in the manufacturing room.